Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture on a specific stored atrial tachy response (atr) episode which occurred greater than one year ago. Boston scientific technical services (ts) noted there is not a deflection, or a t-wave observed on the electrogram when rv pacing is provided but a t-wave is observed on all the other rv beats. Ts also indicated there are two, two second pauses observed. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.